Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information obtained indicated that during the initial procedure, after performing ffr, resistance was felt advancing the wire to the circumflex. The wire became stuck in a side branch of the circumflex. Two additional procedures were performed to successfully retrieve the separated portion of the wire. Other devices used were a guide catheter, goose neck snare, biopsy forceps, and double-wire technique with fielder catheter. No tests/laboratory data was available. Other relevant history: no information was available. The facility voluntarily reported the incident under mw5063726. No physical product investigation was possible as the device was not returned. The part of the wire that was retrieved was retained by facility's risk assessment management. The instructions for use (IFU) cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the wire fractured in the patient. The wire was introduced into the patient's blood stream through a radial vessel. Ffr was performed without incident in lad. The wire started having an issue in the circumflex artery. Part of the wire was still remaining in the patient's circumflex artery. Per staff, the packaging was intact prior to opening. The patient's hospital stay was extended. The patient's condition was reported as "stable" for both date of occurrence and post-retrieval of device. Lesion: mid-circumflex; 70%, moderate torturous; heavily calcified.